Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device'), scar ('after hysterectomy scar tissue attached to my ovary') and haemorrhage in pregnancy ('bleeding') in a 27-year-old female patient who had essure (batch no. B27985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and miscarriage (2 miscarriages). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 3 days after insertion of essure. In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced scar (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), vision blurred ("blurry vision"), visual impairment ("dots in my eyes"), dizziness ("dizziness") and fallopian tube spasm ("left one started to have spasms") and was found to have a pregnancy with contraceptive device ("pregnancy birth ¿ complication"). The patient was treated with surgery (hysteroscopy (full), salpingectomy (bilateral), oophorectomy (bilateral) and left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, scar, pregnancy with contraceptive device, genital haemorrhage, visual impairment, dizziness and fallopian tube spasm outcome was unknown, the haemorrhage in pregnancy, dysmenorrhoea, vaginal haemorrhage, menorrhagia and migraine had resolved and the dyspareunia, vision blurred and fatigue was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, migraine, pregnancy with contraceptive device, scar, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping). Pregnancy with complication was reported but it was not specified. Essure insertion date provided in pfs : 27jun2013 and 25jul2013 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test - on an unknown date: pregnant. Pregnancy test urine - on an unknown date: pregnant. Ultrasound scan - on an unknown date: pregnant. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events- "abnormal bleeding (vaginal), menorrhagia, migraines / headaches, fatigue, dizziness, bleeding, left one started to have spasms, after hysterectomy scar tissue attached to my ovary", reporter , lab data added. Event vision problems updated to blurry vision and dots in my eyes, we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device'), scar ('after hysterectomy scar tissue attached to my ovary') and haemorrhage in pregnancy ('bleeding during pregnancy') in a 27-year-old female patient who had essure (batch no. B27985) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and miscarriage (2 miscarriages). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 3 days after insertion of essure. In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced scar (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), vision blurred ("blurry vision"), visual impairment ("dots in my eyes"), dizziness ("dizziness") and fallopian tube spasm ("left one started to have spasms") and was found to have a pregnancy with contraceptive device ("pregnancy birth ¿ complication"). The patient was treated with surgery (hysteroscopy (full), salpingectomy (bilateral), oophorectomy (bilateral) and left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, scar, pregnancy with contraceptive device, genital haemorrhage, visual impairment, dizziness and fallopian tube spasm outcome was unknown, the haemorrhage in pregnancy, dysmenorrhoea, vaginal haemorrhage, menorrhagia and migraine had resolved and the dyspareunia, vision blurred and fatigue was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, migraine, pregnancy with contraceptive device, scar, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping). Pregnancy with complication was reported but it was not specified. Essure insertion date provided in pfs : (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test - on an unknown date: pregnant. Pregnancy test urine - on an unknown date: pregnant. Ultrasound scan - on an unknown date: pregnant. Lot number: b27985 manufacture date: 2013-04 expiration date: 2016-04-30 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy birth ¿ complication') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and visual impairment ("vision problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dyspareunia, dysmenorrhoea and visual impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pregnancy with contraceptive device and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping). Pregnancy with complication was reported but it was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was updated to events: migration, pregnancy birth ¿ complication, device ineffective, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), general abnormal bleeding and vision problems. Essure implant and explant date were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.